Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery. There was no gripping force of the locking screw when the locking screw was inserted. The surgeon used another locking screw (the same lot number and size). Surgery was completed successfully with a less than 30min surgical delay. After surgery, the surgeon tried to insert the screw in question into the bone model, but the screw came off easily. This report is for one (1) 2.0mm locking screw self-tapping-14mm. This is report 1 of 1 for complaint (B)(4).